Manufacturer narrative:
The insulin pump was received with high sleep current; the problem is isolated to the printed circuit board. However, the insulin pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The insulin pump had minor scratched lcd window, cracked battery tube threads and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they have experienced high blood glucose. Customer does not recall any significant events leading to the error. Customer's blood glucose was 180 mg/dl at the time of incident, 293 mg/dl later in the day and 486 mg/dl when customer was admitted to the hospital. Troubleshooting found that the pump was fine but that there was blood at the insertion site. Customer indicated that he wanted a new pump and the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.